Manufacturer narrative:
The device was returned to zoll medical corporation and the customer report was not observed; the device was put through extensive troubleshooting without duplicating the reported malfunction. The customer report was observed during review of the device's history log. The device experienced a number of user alerts from different device features, which essentially flooded the processor causing the device reset by design. The single occurrence suggests the user either corrected a cabling connection or stabilized the device from vibration, but we were unable to confirm. It's important to note the multifunction cable was not returned for evaluation. The device passed the final test procedure, was recertified, and returned to the loaner pool. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting treat a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that the device worked fine for the duration of the flight. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.